Event description:
It was reported that during preparation and before use, when loading the filtration element into the delivery catheter, the tip coil of the barewire was noted to be unraveled. There was no patient involvement or a clinically significant delay in procedure. The device was replaced with another nav6 to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported stretched tip coils was confirmed. Although there was no break in the wire noted, the stretched coils were likely the intended damage being reported. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation was unable to determine a cause for the reported damage to the barewire tip coils. It may be possible that the damage occurred during preparation and/or removal from the loading tray; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.